Manufacturer narrative:
Devices were returned to manufacturer for evaluation. Evaluation shows that the osteotome may have broken under heavy stress and strain also causing some yielding of the cannula tip. The returned parts showed three failure modes: cannula breaking, osteotome breaking, and cannula tip failure. The analysis of parts and comparison with previous samples suggest that the failures were result of forceful deployment against hard bone and over rotation.

Event description:
It was reported that the osteotome in the cannula was broken while surgeon was performing the vertebroplasty. While trying to remove the cannula, it was found that the cannula was broken too. The broken tips of both osteotome and cannula were left inside the vertebral body.